Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition of 'blood had backed up into IV tubing. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition of no upstream occlusion alarm. The reported condition was not verified. The device was found to function as intended and occluded within the specification range and time troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient was being infused with dextrose 10% in water (d10w) via a spectrum infusion pump when it was observed that the slide clamp was closed with no flow of the solution. There was no upstream occlusion alarm to alert the user of the closed clamp and this resulted in blood backing up into the tubing. Upon opening the slide clamp the pump alarmed downstream occlusion. The patient experienced a hypoglycemic episode and was given juice orally as intervention for the hypoglycemic event. Patient outcome was not reported. No additional information was provided.